Manufacturer narrative:
Date of event: exact date unknown, event occurred three or fours years ago. Implant date: 2017 or 2018 additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4). Model: sc-8352-70 serial: (B)(4). Batch: 19298005.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and were not returned. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.